Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed disconnected vent line tubing at the needle assembly. The fse reattached the tubing and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 50 mls of yellowish colored liquid leaked around the front of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.